Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that the reservoir of the implanted valve remained depressed when it was pushed, and that I did not appear as though anything was pressing on it. According to the report, the valve expanded to its normal size after being explanted, but then remained depressed upon being pushed down. The report states that the valve was tested post-operatively and that the flow was good. The report also states that the valve was replaced with a new device, but that the distal and proximal catheters were not explanted.

Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. Additional information regarding the patient's age and initials was received by medtronic neurosurgery. (B)(4)